Manufacturer narrative:
The manufacturing location was unknown. Serial or lot number was not provided. Therefore, the date of manufacture was unknown. Contact number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by united kingdom that the sawblade device was getting jammed and the pins were moving on the battery oscillator device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4): the manufacturer location was documented as unknown in the initial report because the device serial number was not provided initially. The serial number was provided and the manufacturing location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the diameter of the pins was too small for the hole and/or the hole was too big for the pins. It was determined that the pins could not be pressed in as tightly as specified. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to exceeding tolerance range during the manufacturing process. The supplier was notified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.